Event description:
IV remodulin pt via cadd solis pump. Pt reports currently in the hospital due to line infection. Pt has a single lumen PICC line. Patient is being transitioned from remodulin to uptravi. Pt current dose is 11nkm with a rate of 1.5mg/hr. Pt is going to be off remodulin tomorrow. Unknown dates of hospitalization. Unknown if md is aware. No further information was provided.